Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Troubleshooting for the alarm was performed. Customer's blood glucose level at the time of the incident was unknown. The customer stated that the alarm did not occur during rewind/prime sequence. The customer was unable to perform self-test because they were driving. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.